Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, one patient was not showing on the station. The customer stated that the user was unable to retrieve the medications for the patient. The nurse had added a temporary patient to dispense the medications for now. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient did not appear on the station. A technical support specialist (tss) dialed into the application server and ran the all device event report for the affected patient on device. It was found that the last activity or transaction for the patient occurred. The tss checked the device setting admission inactivity days and discovered it was set to 10 days. Since there had been no activity for the patient in over 10 days, the patient no longer appeared on the station. The user was advised to change the admission inactivity days setting to 30 days to make the patient reappear on the station. The customer acknowledged the recommendation and later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, one patient was not showing on the station. The customer stated that the user was unable to retrieve the medications for the patient. The nurse had added a temporary patient to dispense the medications for now. However, there were no delay or adverse events or injuries reported based on this event.